Manufacturer narrative:
The customer did not notice any calibration or qc issues during this time frame. The samples were collected in lithium tubes. A field svc engineer (fse) was dispatched to the customer's lab: the fse replaced multiple hardware components. The fse found and replaced a leaking reagent probe wash cup insert. Per customer, the fse discovered a buildup in the sample probe. Bci educated the customer about proper sample spinning time. There was no report of pt injury in this event as the results were not reported out of the lab. On recur, any pivotal assay could be affected and treatment initiated or withheld based on erroneous results could contribute to serious injury. Buildup in the sample probe may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous magnesium (mg) results that were generated by the synchron lx20 pro instrument. Per customer, mg fliers were noted intermittently over the last few months. The customer supplied an example. The erroneous results were not reported out of the lab because customer had the critical rerun feature enabled. Based on available info, pt care was not affected as a result of this event.